Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packages integrity is compromised with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the packaging of the cathlons is repeatedly peeled off.

Manufacturer narrative:
Investigation: during DHR review all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling and quality control plans. There were no indications of the reported defect, as there were no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one 22ga insyte autoguard IV catheter unit within a partially opened package from lot 6293881 all components were present and intact within the blister pack and the package (blister pack) was partially opened at the top end. Visual/microscopic examination (method-n/a): observed that although the unit package had a partially opened seal at the top end of the blister pack and the sterility barrier was compromised at the opened end; the unit package (blister pack) demonstrated to have had an adequate seal with no anomalies at time of manufacturing. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA#48637 was initiated.

Event description:
It was reported that packages integrity is compromised with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from french to english: the packaging of the cathlons is repeatedly peeled off.